Event description:
The facility reported a colleague infusion pump with a malfunction of a "failure". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of a "failure" was neither confirmed nor reproduced. The root cause was not identified. No further action was taken to fix the reported problem and the device was returned to the customer unrepaired. The user interface module master software version for this device is colleague 2006(5.09.90). A service history review revealed that this device was previously serviced prior to this event. A device history review revealed no abnormalities were discovered during manufacturing.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.